Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue buildup was observed on the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw. The heater wire remained attached at the tip and base of he hot jaw. The silicone insulation is observed to be intact on both the hot and cold jaw. No other visual defected were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and was unable to transect the tissue five (5) times. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation the reported failure mode "failure to cut" was confirmed, as well as the analyzed failure mode "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview heompro energy was not working. The jaws were not coagulating the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview heompro energy was not working. The jaws were not coagulating the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.